Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 408 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. The patient reported having intermittent therapy/spasticity. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced with a new pump. The catheter was ligated in the pump pocket and a new catheter was implanted. It was unknown if the issue was resolved. It was indicated that the hcp had no further information to provide regarding the event.